Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported jolting even when the device was turned off. The patient would turn off before bed but have to get out to check if definitely turned off as they were experiencing the odd sensations. Reports of getting through batteries in hand remote control quicker than they felt they should. Impedances were now between 948-1131. Coverage when turned on was still in the left leg and foot which needed no adjustment. A x-ray was requested but was somewhat complicated by the patient being admitted with viral pneumonia. Background information reports that the patient has psoriatic arthritis, panniculitis, and had undergone multiple join replacement with revisions.